Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 150 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Alarm 20 was verified. Data error issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.